Manufacturer narrative:
This report is submitted on july 17, 2023.

Event description:
Per the clinic, the patient experienced wound discharge which was treated with a topical antibiotic. The implant remains in-situ.